Event description:
It was reported that customer experienced difficulty using pump wake button because t button was not working, and no information was available about blood glucose value at time of event. There was no reported impact to the customer¿s blood glucose level. Customer returned pump through distributor for evaluation, but pump could not be tested, and replacement pump was provided while further information and device return were awaited; no additional information was received regarding the outcome of the event.